Event description:
The customer was requesting assistance in checking the alarm settings for a pt that expired.

Manufacturer narrative:
(B)(4): the customer was requesting assistance in checking the alarm settings for a pt that expired. There was no allegation of device malfunction. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.